Manufacturer narrative:
(B)(6).

Event description:
It was reported, after a thr surgery had been performed, the patient suffered dislocation. The event was treated by performing a revision surgery: it was involved a liner, a femoral head and a stem from s&n. The devices were not considered defective. The patient outcome is unknown.